Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer report receiving a sensor scan of 2.1 mmol/l in comparison to a built-in meter result of 8.1 mmol/l. When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer further reported their blood sugar being ¿messy and uncontrollable¿ and received third-party medical treatment however, no additional information was provided. There was no report of death or permanent injury associated with this event.